Event description:
It was reported that the patient's pacemaker (pm) exhibited premature elective replacement indicator (eri). No intervention was performed, and the patient would continue to be monitored. The patient's condition remained stable.